Event description:
During a laser neck lift the doctor had a tip break off an abc bend-a-beam handpiece. Part of the broken off piece is missing. X-rays are being taken to ensure that the piece is not in the incision.